Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter(aus) cuff via a trans corporal approach. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter (aus) cuff via a trans corporal approach. A patient outcome was not reported.